Event description:
It was reported that during an implant procedure, the patient had to be rolled on the back to get status back in control. The physician believed that nothing was caused by the stimulator. The implant procedure was aborted and the patient was put on a ventilator.

Event description:
It was reported that during an implant procedure, the patient had to be rolled on the back to get status back in control. The physician believed that nothing was caused by the stimulator. The implant procedure was aborted and the patient was put on a ventilator.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.